Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified total delamination of valve, yellow particles on device inner surface, one curved opening, and creases. A leak test was performed which identified delamination. A microscopic analysis was performed which identified total delamination of valve and one striated opening. Based on the device analysis the final assessment was total delamination of valve due to adhesive failure and one striated opening assessed as surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.